Event description:
A pt had a hv lumber valve implanted about three weeks ago. Pt continued to be asymptomatic and upon removal of the valve, it was discovered that the valve was cracked (and leaking) at the lumbar catheter connector.